Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the front panel display needed to be replaced. After replacing the front panel display, the extended systems test and operational verification procedure was performed and the device passed all testing to manufacturer specifications.

Event description:
The customer reported that their vela ventilator "went down" while in use with a patient. The customer stated that the alarms sounded but the screen was frozen and there was no ventilation. The ventilator was changed out and there was no patient harm or injury.

Manufacturer narrative:
Device evaluation: the reported complaint was unable to be confirmed or duplicated. The part met specification.